Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed device exhibited premature battery depletion (pbd). A device replacement was recommended or have the device re-evaluated within 90 days. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to update the entry in e1. Initial reporter.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed device exhibited premature battery depletion (pbd). A device replacement was recommended or have the device re-evaluated within 90 days. To date, this device remains in service. No adverse patient effects were reported.